Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump touch screen was unresponsive and that the pump time was incorrect, cause was unknown. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.